Manufacturer narrative:
Investigation: a product disposition review was completed for this machine serial number and no manufacturing related issues were found. Root cause: the root cause of the patient's chest pain was most likely musculoskeletal pericarditis. An internal report shows that the machine has been in use with no further occurrences of the problem and the device failed safe with an alarm.

Manufacturer narrative:
Additional investigation: per terumo bct's medical review, the failure to perform rinseback did not cause or contribute to the chest pain reported by the patient.

Manufacturer narrative:
This report is being filed to provide additional information. Additional information: the run data file (rdf) was analyzed for this event. The analysis of the rdf showed that the machine operated as intended. Based on the rdf, the system was able to initiate rinseback to the patient, but the operator did not follow instructions on the screen and rinseback could not be continued. The patient simultaneously felt chest pain at the time rinseback was not performed. The customer's medical team evaluated the patient via ECG and labwork and determined that the chest pain was the result of musculoskeletal pericarditis. It is highly unlikely that the failure to perform rinseback would have resulted in the musculoskeletal pericarditis experienced by the patient.

Manufacturer narrative:
Investigation is in progress. A follow-up report will be provided.

Event description:
The customer reported that a patient had complained of having chest pain during a procedure. The procedure was stopped. The patient was given nitroglycerine sl, fentanyl IV, troponin,and an electrocardiogram. The dosages were not provided by the customer. Following the electrocardiogram, the customer decided the patient's chest pain was most likely musculoskeletal/pericarditis. The procedure was restarted after one hour and was completed with no problems. The patient is in stable condition. The customer declined to provide the patient's identifier.